Event description:
Patient reported a left side exchange with no complaint against the device. Healthcare provider reported a left side capsular contracture baker grade iii/IV. Healthcare provider additionally reported rupture. Healthcare provider provided operative report which noted "pre-op diagnosis: capsular contracture (left grade iii-IV). Post-op diagnosis: capsular contracture, implant rupture. Attention was turned to the left breast. The pocket was opened and the implant was found to be ruptured with old silicone present. The pocket was inspected and the breast capsule was found to be thick and heterogeneous. The thickened parts were mainly on the anterior and superior aspects." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, rupture.

Event description:
Patient reported a left side exchange with no complaint against the device. Healthcare provider reported a left side capsular contracture baker grade iii/IV. Healthcare provider additionally reported rupture. The device has been explanted.